Event description:
It was reported that there was a right hip revised due to dislocation, high cobalt chromium, and metallosis. Short citation stem stayed implanted as well as the cup.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown short citation stem. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.